Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was confirmed with the returned system controller. The system controller was connected to laboratory equipment and an active yellow wrench alarm was reproduced. The data retrieved from the returned system controller captured data consistent with the finding. The data indicated the alarm is related to an lcd fault. The evaluation of the device isolated the issue to a component on the internal lcd printed circuit board. A root cause of the damaged component could not be determined during the analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller was shipped to the customer on 11may2017. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarm to instruct the user to ¿call your hospital contact immediately for diagnosis and instructions¿. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a new system controller showed a controller fault alarm after installing the 11 v battery. The 11 v battery was exchanged but the alarm persisted. The system controller was exchanged and the issue resolved.